Event description:
It was reported that about a month ago the patient helped a friend move by driving a lot for them and since then she had been experiencing excruciating pain going down her hip, buttock, leg and all the way down her foot. The patient had a condition called miller/fisher due to the nerve damage she had. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).